Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024,it was reported that patient encountered problem with needle insertion without removing guard no further information available .

Manufacturer narrative:
E1 patient city: (B)(6). Since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.